Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred and subsequently shutdown unexpectedly. The customer's blood glucose level was over 500 mg/dl. Customer used a manual injection to address the high bg. Reportedly, the customer reverted to manual injections for insulin therapy.